Event description:
Info received indicates the left and right siderails are not latching.

Manufacturer narrative:
Info received indicates the siderail end tubes are bent which prevented the siderail from latching. The technician replaced the end tubes to repair the stretcher.